Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the creo mis locking caps had loosened post-operatively and the rod had slid forward necessitating removal.